Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
A customer and his wife both have used the same coaguchek xs meter for more than 10 years. Their meter was broken after being dropped and the customer received a new coaguchek xs meter serial (B)(4). With the new meter, the customer received questionable results when compared to a laboratory using neoplastin ci plus stago on sta compact automaton. The time between the meter testing and laboratory testing was 30 minutes. The customer's result at the laboratory was 2 inr and with the coaguchek xs the result was 2.9 inr. The customer's wife's result at the laboratory was 1.5 inr and with the coaguchek xs the result was 3.3 inr. The customer was sent a new coaguchek xs meter for comparison testing. He tested the two meters with three different bottles of strips. All comparison results for the customer were acceptable. For the customer's wife, the results from their meter were 2.7 inr, 3.0 inr, and 3.2 inr. With the coaguchek xs that was sent to them, the results were 1.9 inr, 1.9 inr, and 1.9 inr. There was no allegation of an adverse event. Her therapeutic range was 2-2.5 inr. Relevant retention test strips (lot 223855-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.

Manufacturer narrative:
One vial of test strip lot 223855-11 containing 10 test strips and the coaguchek xs meter were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot /retention meter: marcumar 3: 3.9 inr, marcumar 4: 5.3 inr. Customer strips/customer meter: marcumar 3: 3.9 inr, marcumar 4: 5.4 inr. The returned customer material and retention material complied with the specifications. The suspect lot and meter fulfilled the release criterion of product control. Some of the results verbally provided by the customer were not present in the memory of the returned meter.